Manufacturer narrative:
Results: the embolization coil winds were offset; the proximal constraint sphere was intact on the proximal end of the embolization coil. Conclusions: evaluation of the returned device revealed that the embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the pusher assembly was forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the embolization coil was detached from its pusher assembly. This ruby coil pusher assembly and the lantern mentioned in the complaint were not returned for evaluation and, therefore, the root cause of the reported pusher assembly kink and the resistance experienced by the nurse could not be determined. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, while attempting to advance a ruby coil into the lantern delivery microcatheter (lantern), the nurse experienced resistance. Subsequently, after a couple of attempts to advance the ruby coil into the lantern, the ruby coil pusher assembly became kinked. Therefore, the ruby coil was removed and the procedure was completed using new ruby coils and the same lantern. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect to the patient.